Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, there were no abnormalities when flushing the device with saline prior to the procedure; however, when inserted into the patient, blood was noted to be coming from the quick cut mechanism. Deployment of the device was not attempted. It was confirmed there was no difficulty inserting or removing the device from the patient. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The leak was confirmed by the separated lumen. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on this evaluation, the cause cannot be determined. It is possible the lumen was inadvertently pulled during flushing; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.